Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, it was reported via social media that the patient has been hospitalized five times and in dka seven times due to the dexcom g7. It was further stated that the device is ¿very dangerous¿. The patient was also wearing an omnipod insulin pump. No other patient or event details were reported, including how the cgm was behaving during these events, patient symptoms, treatment details, or length of hospitalization. No identifying patient information was provided in the social media post, therefore, dexcom technical support was unable to reach out to the patient for further event details. No other patient or event details were available. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.